Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak due to a crack at the yellow luer on the 18th day of support. A purge bypass was performed without issue. The patient was reported to have sodium bicarbonate in the purge solution. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was determined to be due to a crack in the yellow luer. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.